Event description:
It was reported that the lead was capped and replaced due to suspected non-specific malfunction. There were no complications, and patient was fine.

Manufacturer narrative:
All information provided by manufacturer, and mandatory medwatch form. User facility number was reported as (B)(4), but this appears to be an invalid number.